Event description:
It was reported that this right ventricular (rv) lead had fracture. The physician tried to explant the lead but piece of lead got broke and still in patient's body. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had fracture. The physician tried to explant the lead but piece of lead got broke and still in patient's body. This lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicates that the lead fracture was confirmed via visual inspection once the pocket was opened.